Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the superficial femoral artery (sfa). During use of the spectranetics turbo-elite laser atherectomy catheter, a calibration error code was present. The philips system was restarted, but calibration of the catheter was unsuccessful. Therefore, the turbo-elite was removed and a balloon catheter was used to complete the procedure. No patient injury reported. Upon device evaluation, visual inspection found a breach in the jacket 64 mm from the distal end of the bifurcate cover. In the area of the breach, the outer jacket appears torn; however, no broken fibers or melting/charring to the outer jacket was visible. Functional testing for device calibration was not attempted due to the breach in the jacket, thus the error message could not be confirmed. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A4) patient weight - not available from facility. H6) based on the device evaluation and investigation, the cause of the error could not be determined because calibration could not be attempted to replicate the failure, and the cause of the breach could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.